Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm mega suturecut needle driver instrument was analyzed and found to have a derailed grip cable from its normal position at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument cable failed, unable to open and close jaws of instrument properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the grip cable is broken and doesn't allow for proper opening/closing of the jaws. The issue happened during hiatal hernia, paraoesophageal procedure on (B)(6) 2024 on system sk4331. All instruments are inspected after the case, prior to processing and before use. No obvious damage was noticed. The surgeon uses this to dissect, when dissecting surgeon was unable to properly grasp tissue with the instrument. The jaws of the instrument opened past limit of instrument, no proper grip. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy. The instrument was sent out for further evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review.